Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge(B)(4)

Event description:
Customer reported a keypad anomaly. The customer stated the keypad was functioning fine halfway through the call. Customer's blood glucose was 73 mg/dl. No additional information provided.